Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. H3 other text : not returned

Manufacturer narrative:
The report states: litigation alleges that patient has experienced extreme pain; discomfort; soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries; and excessive levels of cobalt and chromium in the blood system. Doi: (B)(6) 2009 - dor: none reported (left hip). Patient is a resident of (B)(6). Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to suspected metallosis. It was also noted that there was gray film on tissues and gray milky solution upon entering the capsule. Corrosion was also seen inside the neck spacer. Dor: (B)(6) 2012. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient has experienced extreme pain; discomfort; soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries; and excessive levels of cobalt and chromium in the blood system. ***update: 02/02/2012 - the sales rep has reported the revision surgery. Patient was revised due to suspected metallosis. It was also noted that there was gray film on tissues and gray milky solution upon entering the capsule. Corrosion was also seen inside the neck spacer.